Event description:
Procedure type: hernia. According to the reporter: 3 years post op the patient is allegedly experiencing hearing loss and buzzing in the ears. New information received which confirms no interventions were necessary. Patient status: hearing loss and buzzing in the ears. Sales rep comments: I was not present for the case 3 years ago.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(4) 2012. There was no documentation of this found in the clinical review. I contacted (B)(4) our phd clinical research associate in (B)(6) working with sofradim/parietex. She reviewed the literature and the post market surveillance and found no correlation. I checked the cts system as well and found no correlation.